Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while inserting a penumbra system jet 7 reperfusion catheter (jet7) through a non-penumbra sheath, the physician noticed the jet7 became kinked near the hub. Therefore, the jet7 was removed and the procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 8.0 cm from the hub. The jet7 was ovalized at approximately 105.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was kinked at its proximal shaft. This damage was likely a result of forcefully manipulating the jet7 at extreme angles outside the patient body. Further evaluation revealed an ovalization on the catheter. This damage was likely incidental to report complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.